Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Investigation is complete. Visual examination of the provided pictures identified the batteries were corroded. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
Investigation is complete. No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the pulsavac gun would not operate. The battery pack was opened and corrosion was noted in the battery pack. Surgery was completed without the device. The surgery was completed with another device. There was no harm or delay involved. No adverse event was reported as a result of this malfunction.